Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had a vns implant surgery. The first system diagnostic testing was normal (outside of the pocket) once everything was connected. The neurosurgeon continued on with the implant and was irrigating the incision at the neck when the patient became asystolic. The neurosurgeon stopped the irrigation immediately and the patient¿s heart rate came back (mid-60¿s). The rest of the implant of the vns system including heart rate sensing and 2nd and 3rd lead impedance checks continued on normally. Surgeon later reported this occurred when they were irrigating the nerve. There was no prior history of heart issues. No other relevant information has been received to date.